Event description:
The customer's son reports the lancet does not retract into the lancet device and that his mother, the customer, experienced an accidental fingerstick. No report of an adverse event. Return requested and replacement was sent.